Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's basal settings were causing the customer to experience decreased blood glucose (bg) of 27 mg/dl. Bg was addressed with the customer consuming carbs. Reportedly, the customer re-adjusted pump settings with healthcare professional.